Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having cracked side. Unit passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked battery tube area, cracked battery tube threads, cracked reservoir tube lip and scratched case. Unit was confirmed for cracked battery tube area. Unit passed required testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the large racked on the back side of the pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.